Event description:
Boston scientific corporation was informed about a general product problem a physician is experiencing with the speedband superview super 7 ligator band(s) falling of the varix. There is no information on specific patient(s) involved or quantity of devices; attempts by the manufacturer to obtain additional information have been unsuccessful. The physician reported that the system is prepared according to the instructions. Suction activated and the band(s) deployed accordingly ligating the lesion, but shortly after the band(s) fall off the varix. The physician indicated the band(s) seem to have less retraction power than in the past.

Manufacturer narrative:
The lot number of the suspect device is unk; therefore, the manufacture and expiration dates can not be determined. The suspect device has been disposed.